Event description:
The event is reported as: the osmo unit would not pass he leak test on the ventilator.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.